Manufacturer narrative:
Product ID, neu_unknown_prog lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, physician product ID, neu_unknown_lead lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 748951 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
Follow up reported the revision had not yet happened. It had been scheduled for (B)(6) 2013 but the patient had not received cardiac clearance. It was reported the patient received cardiac clearance and was scheduled for surgery on (B)(6) 2013. It was later reported the surgery was cancelled. Surgery was rescheduled for (B)(6) 2013. It was later reported the surgery was postponed again due to a number of factors including the patient complaining of "new pain" in their left leg. The health care professional deemed it medically necessary to replace the patient's current system with a restore family device and two leads in light of the patient's bilateral pain pattern. It was noted this would have to be done at another facility. CT was ordered to diagnose the new pain and following that the replacement will be scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient¿s ins and extension were explanted and a new lead placed. A new ins was then connected to the lead. It was reported that the patient had effective parathesia and was ¿very pleased¿ with their new system. If additional information is received, a follow up report will be sent.

Event description:
It was reported on (B)(6) 2013 that the patient had lost stimulation "a while ago" after he had stretched. It was stated that the patient said his implantable neurostimulator (ins) "was dead for about a month" and was taking pain pills because he was in pain. It was also stated, the ins was checked on (B)(4) 2012 and read "ok". It was then reported on (B)(6) 2013 that the representative saw that the battery was replaced in 2008, and a revision was scheduled for "around" (B)(6) 2013. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient was scheduled to have revision surgery on (B)(6) 2013. If additional information is received, a follow up report will be sent.